Event description:
Femoral implant loosening was reported. Revision surgery occurred.

Manufacturer narrative:
Femoral implant loosening was reported. Revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification.